Event description:
It was reported that this brady lead was explanted due to dislodgement, resulting in non-capture. Additionally, the patient experienced pericarditis and effusion. A new non-boston scientific product was placed. No additional adverse patient effects were reported.